Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture and capsular contracture, baker grade ii.

Event description:
Healthcare professional reported via nbir of left side capsular contracture, baker grade ii and suspected / actual rupture. Device has been explanted.